Event description:
It was reported that there was an under infusion while using an lvp 8100."70ml of oxaliplatin remained after infusion completion. Infusion was scheduled to finish at 1436 and finished at 1452." Patient impact unknown at this time. Although requested further information was not available at this time.

Manufacturer narrative:
The reported event of device had lvp under infusion was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of lvp underinfusion based on the crb review and the limited information provided no further investigation actions will be performed. The customer confirmed that the device had lvp under infusion which is related to the failure. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module under infused could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. H3 other text : no product returned.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was an under infusion while using an lvp 8100."70ml of oxaliplatin remained after infusion completion. Infusion was scheduled to finish at 1436 and finished at 1452." Patient impact unknown at this time. Although requested further information was not available at this time.